Event description:
It was reported that the patient's pre-operative impedance was low. The surgeon thought that it was due to the generator, so they continued with the planned replacement. After the generator had been replaced, and while the patient was still open, system diagnostics were run twice and indicated that the impedance was still low. The surgeon decided to close the patient up and leave the generator programmed off, as they did not have time to replace the patients lead. The patient's lead and generator were later replaced due to low impedance. Return of the suspect product is not expected. No further relevant information has occurred to date.